Event description:
Event description guidant received information that the patient was lost to follow-ups. Since the device was implanted in february 2003, the patient has only had three device checks. An interrogation of the cardiac resynchronization device (crt-d) found it to be at eri (elective replacement indicator). Programmed amplitudes are 2.0 volts but not sure if these were recently changed or represent normal implant values. The physician was concerned that the device may have depleted prematurely.